Event description:
It was reported that the o2 hose connected to the ventilator¿s o2 inlet was leaking. There was no patient harm. Manufacturer's ref. #:(B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received service report the o2 hose was defective and in need of replacement. Replacement of the o2 hose solved the issue. No log files have been provided. The o2 hose should be connected to the o2 gas module to supply it with o2 gas. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). Our conclusion is that the replaced part was the cause of the failure. However, the root cause of why the part failed has not been established as the replaced part was not returned for investigation.